Manufacturer narrative:
The introducer was returned with a swan-ganz catheter. There was no defect found with the catheter when evaluated with the introducer as a system. Leak testing did not confirm any leakage from the catheter. Both thermistor and thermal filament connectors were opened and there was no leakage into the connectors. The catheter body and all lumens were in good condition. The balloon was normal. However, the 8.5fr hemostasis type introducer was found to have a torn duckbill valve. Examination of the introducer revealed that the introducer was found to have leakage from the valve. The internal components were examined and the duck bill valve was found to have a small (puncture) hole located on the side fo the valve. The introducer model number is unknown; unable to supply PMA/510(k) number.

Event description:
Reportedly, blood leakage was observed. A 8.5f introducer was received with swan-ganz catheter and was evaluated with the introducer. Leakage was inside the contamination shield.